Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. The compromised force sensor system error alarm was unable to be verified due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received without the belt clip and therefore the damage was unable to be confirmed. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 233 mg/dl. Troubleshooting for the prime rewind was performed. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.